Event description:
The user had run 29 samples in duplicate for glucose and noted the analyzer temperature was out of range. After service, the user repeated the same samples in 2009 in duplicate, and received different results. Of the 24 sets of results which were provided, one was found to be discrepant. The initial results were 91 and 89 mg per dl, the repeat results were 68 and 69 mg per dl. The results were not provided to any physician for evaluation as all the samples were from donors as aprt of a research study.

Manufacturer narrative:
The field service representative determined the cooling unit was not operating correctly and cleaned the cooling unit fans and reset the system. He also checked the analyzer temperature and temperature control visually inspected the vent flap, and temperature checks, checked the cooling unit performance and sensors, checked for dust on the condenser and checked the fans for circulation. He also noted the ambient temperature was warm. He ran cooling unit performance checks and all tests finished successfully.